Manufacturer narrative:
Additional information was received on april 29, 2022. Capsulectomy and replacement with a 295cc mentor memoryshape breast implant was performed with explant. Explant and mastopexy without replacement was performed on the right side. The mentor failure analysis lab received the device for evaluation on may 11, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 24, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 6, 2021. The explant date was rescheduled to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with 295cc mentor memoryshape breast implants experienced left sided baker grade IV capsular contracture post and bilateral ptosis post procedure. The capsular contracture was diagnosed through a physical consultation. As a result, an explant is planned for (B)(6) 2021. The left sided capsular contracture was reported initially under 1645337-2021-09006 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness of the bilateral ptosis. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis future explant date: (B)(6) 2021. (B)(4).